Manufacturer narrative:
If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon felt that there was an ha coating over spray above the line where it should have ended on the stem. The surgeon was not sure how far down to implant the stem; to the line where the plasma spray ends or where the ha coating ended which was higher than the plasma spray line."